Event description:
Caller reported blood glucose results of 205 mg/dl and 110 mg/dl within 10 minutes with one of her two aviva systems. Caller declined to state which system was used. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No meter serial number or strip lot provided. Caller refused to provide answers to any questions, then disconnected call. Agent had no chance to ask relevant questions.